Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra test strip packaging contained expired strips. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred on (B)(6) 2016. The patient manages his diabetes by self-adjusting his insulin doses and continued to take his usual dose of ¿novalog 10 and lantus 25¿ in response to the alleged issue. The patient reported that an unknown time after the alleged issue occurred he developed a symptom of sweating however denied receiving any treatment. Replacement products were sent to the patient. This complaint is being reported as the patient developed a symptom that meets lfs criteria of a serious hypoglycemic event after the alleged issue occurred.